Event description:
The advocate stated the customer received a blood glucose reading of 222 mg/dl from one contour meter and a reading of 100 mg/dl from her other contour meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4).

Event description:
Per the clinic, the device was explanted (B) (6), 2010 due to a ¿skin defect.¿ no additional information was provided.